Manufacturer narrative:
The meter was returned for investigation. The test strips were requested for investigation but not returned. If the product is returned in the future, a follow up report will be submitted. Retention test strips and controls were tested with the returned meter. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1: 43,45,44 mg/dl, level 2: 304,297,299 mg/dl. All returned results are within acceptable range with the returned meter. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. A different finger stick should be used when retesting a patient due to interstitial fluid potentially diluting the drop of blood.

Event description:
The initial reporter received questionable results from accu-chek inform ii meter serial number (B)(4) compared to the same meter. The meter result was 400 mg/dl. Within one minute of the first result, the meter result was ran again and produced a result of 200 mg/dl. The nurse believed this result to be accurate, no treatment was provided. The patient's triglycerides were "supposedly" 200 mg/dl the same finger stick was used for both results.